Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire is evaluating the device. When results of investigation become available a follow up report will be submitted.

Event description:
It was reported to vyaire that model palmtop ventilator enve screen is not working properly. The customer confirmed there was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. The device was open up and inspected, further testing revealed that component f1 located on the inverter board was malfunctioning. The service technician replaced the inverter board. The device passed all testing and met all manufacturer specifications.